Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a (B)(4) product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set that was used on the (B)(6) year old male patient and subsequently the (B)(6) year old female patient was not returned to (B)(4). Neither patient has experienced any adverse events and to date the blood tests for bloodbourne pathogens and the presence of blood in the patient administration set have been (B)(4). Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a [?]2' and a slash through the [?]2'). The table which explains the symbol as single use only is also included on the label. On 19-apr-2016: follow up information was received from (B)(4)'s device quality department. No investigation of the device was conducted by (B)(4)'s device quality department. The (B)(4) clinical application specialist (cas) for the device followed up with the reporting supervisor at the user facility. The cas retrained the user facility staff regarding single use patient administration set. Specifically, they were instructed in the proper use of this single use device. If a patient administration set is not in its packaging, the technologists should assume it has already been used and they should replace it with a new patient administration set. The same training was re-iterated during a staff meeting at the facility by the reporter. On 29-apr-2016: the reporter provided (B)(4) with the results of bloodbourne pathogens who was a female. The testing came back (B)(6). This case is medically closed. Company comment: this case refers to re-use of a single-use patient administration set ((B)(4) product) in a (B)(6)-year-old female patient undergoing cardiac rest and (B)(6) study. The single-use patient administration set connects the cardiogen-82 generator tubing set, which infuses rubidium-82, to the patient's intravenous line (non-(B)(4) product) which provides access to the patient's vascular system. The single use patient administration set contains an inline sterilizing filter providing protection to the patient from exposure to pathogens. The patient administration set must be changed each time a new patient is imaged. In the reported occurrence, the patient administration set that was used on a previous patient was not removed. For imaging the next patient, a new patient administration set was attached to the used set from the previous patient. The cardiogen-82 user guide clearly states that the patient administration set is single-use only and that re-use carries risk of cross contamination. Additionally, the patient administration set label also clearly states that the product is for single-use only. All tests done on the patient (dates not provided) for bloodborne pathogens and the administration set testing for blood have been (B)(6). Although no harm was reported for the patient as it occurred, (B)(4) feels the report should be processed as a reportable case to the FDA due to possible compromise of sterility.

Event description:
On 11-feb-2016, a supervisor in an imaging department at a hospital reported. On (B)(6) 2016, a (B)(6) year-old female patient underwent a cardiac rest and (B)(6) study. The patient's medical history included hypertensive heart disease and unstable angina. Lexiscan (regadenoson) was intravenously administered as the stress agent for the stress portion of the study. The patient's concomitant medications and additional medical history were not known to the reporter. The previously imaged patient, a (B)(6) year-old male, was administered rb-82 for a cardiac rest and stress test for cad (coronary artery disease). For this prior patient, a cadiogen-82 patient administration set (bracco product) was used. The imaging study was completed without compromise of image quality. The cadiogen-82 patient administration set used for the male patient's study was not disconnected from the cardiogen-82 infusion system tubing when the study was finished. When the imaging of the (B)(6) year-old female was performed, a new cardiogen-82 patient administration set was attached via a luer lock connector to the cardiogen-82 patient administration set which was used for the previous patient (the two administration sets were connected in tandem). The female patient received a rest and stress dose of rb-82 through the double lines. The rest and stress doses of rb-82 radionuclide administered were 41.9 millicurie (1550.3 megabecquerel) for the rest dose and 41.3 millicurie (1528.1 megabecquerel) for the stress dose respectively. The image quality of both the rest and stress phases was adequate. The lot number for both of the cardiogen-82 patient administrations sets was 61429474. The cardiac rest and stress tests for both patients were completed without any adverse signs or symptoms. The hospital staff contacted the personal physicians of both patients and arrangements were made for blood testing for infection panel to be performed for both patients. The 1st patient (male) returned to the hospital for testing and the infection panel results were negative. The 2nd patient (female) went to her primary physician to have the testing done, but results were not yet available. These results of her testing will be provided to the risk management department at the hospital by the patient's physician when available. The patient administration sets used for both patients were sent to the hospital laboratory and tested for the presence of a bloodbourne pathogens and the presence of any blood. No evidence of blood or bloodbourne pathogens was found in the patient administration sets. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. On 9-apr-2016: the reporting supervisor, who is a technologist, provided follow up information. The second patient (female) went to her primary physician to have testing done and results were provided. An infection panel was performed, which included (B)(6) and other bloodbourne pathogens. The results all came back (B)(6). No other information was available for this report. Corresponding worldwide case ID: (B)(4).

Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set that was used on the (B)(6) year old male patient and subsequently the (B)(6) year old female patient was not returned to bracco. Neither patient has experienced any adverse events and to date the blood tests for bloodborne pathogens and the presence of blood in the patient administration set have been (B)(6). Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a [?]2' and a slash through the [?]2'). The table which explains the symbol as single use only is also included on the label. Additional information is required. Company comment: this case refers to re-use of a single-use patient administration set (bracco product) in a (B)(6) year-old female patient undergoing cardiac rest and stress nuclear medicine study. The single-use patient administration set connects the cardiogen-82 generator tubing set, which infuses rubidium-82, to the patient's intravenous line (non-bracco product) which provides access to the patient's vascular system. The single use patient administration set contains an inline sterilizing filter providing protection to the patient from exposure to pathogens. The patient administration set must be changed each time a new patient is imaged. In the reported occurrence, the patient administration set that was used on a previous patient was not removed. For imaging the next patient, a new patient administration set was attached to the used set from the previous patient. The cardiogen-82 user guide clearly states that the patient administration set is single-use only and that re-use carries risk of cross contamination. Additionally, the patient administration set label also clearly states that the product is for single-use only. All testing of the patients for bloodborne pathogens and the administration set testing for blood, which are currently available, have been (B)(6). Although no harm was reported for the patient as it occurred, bracco feels the report should be processed as a reportable case to the FDA due to possible compromise of sterility.

Event description:
On (B)(6) 2016, a supervisor in an imaging department at a hospital reported. On (B)(6) 2016, a (B)(6) year-old female patient underwent a cardiac rest and stress rb-82 nuclear medicine imaging study. The patient's medical history included hypertensive heart disease and unstable angina. Lexiscan (regadenoson) was intravenously administered as the stress agent for the stress portion of the study. The patient's concomitant medications and additional medical history were not known to the reporter. The previously imaged patient, a (B)(6) year-old male, was administered rb-82 for a cardiac rest and stress test for cad (coronary artery disease). For this prior patient, a cardiogen-82 patient administration set (bracco product) was used. The imaging study was completed without compromise of image quality. The cardiogen-82 patient administration set used for the male patient's study was not disconnected from the cardiogen-82 infusion system tubing when the study was finished. When the imaging of the (B)(6) year-old female was performed, a new cardiogen-82 patient administration set was attached via a luer lock connector to the cardiogen-82 patient administration set which was used for the previous patient (the two administration sets were connected in tandem). The female patient received a rest and stress dose of rb-82 through the double lines. The rest and stress doses of rb-82 radionuclide administered were 41.9 millicurie (1550.3 megabecquerel) for the rest dose and 41.3 millicurie (1528.1 megabecquerel) for the stress dose respectively. The image quality of both the rest and stress phases was adequate. The lot number for both of the cardiogen-82 patient administrations sets was 61429474. The cardiac rest and stress tests for both patients were completed without any adverse signs or symptoms. The hospital staff contacted the personal physicians of both patients and arrangements were made for blood testing for infection panel to be performed for both patients. The 1st patient (male) returned to the hospital for testing and the infection panel results were (B)(6). The 2nd patient (female) went to her primary physician to have the testing done, but results were not yet available. These results of her testing will be provided to the risk management department at the hospital by the patient's physician when available. The patient administration sets used for both patients were sent to the hospital laboratory and tested for the presence of a bloodborne pathogens and the presence of any blood. No evidence of blood or bloodborne pathogens was found in the patient administration sets. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. (B)(4).

Manufacturer narrative:
The patient administration set for use with cardiogen-82 infusion system is a single use device, sterile tubing line. It is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The patient administration set that was used on the (B)(6) year old male patient and subsequently the (B)(6) year old female patient was not returned to bracco. Neither patient has experienced any adverse events and to date the blood tests for bloodborne pathogens and the presence of blood in the patient administration set have been negative. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. The patient administration set label states that "this product is for single use only". The label also displays the international symbol for single use only (a circle with a [?]2' and a slash through the [?]2'). The table which explains the symbol as single use only is also included on the label. 19-apr-2016: follow up information was received from bracco's device quality department. No investigation of the device was conducted by bracco's device quality department. The bracco clinical application specialist (cas) for the device followed up with the reporting supervisor at the user facility. The cas retrained the user facility staff regarding single use patient administration set. Specifically, they were instructed in the proper use of this single use device. If a patient administration set is not in its packaging, the technologists should assume it has already been used and they should replace it with a new patient administration set. The same training was re-iterated during a staff meeting at the facility by the reporter. 29-apr-2016: the reporter provided bracco with the results of bloodborne pathogens who was a female. The testing came back negative. This case is medically closed. Company comment: this case refers to re-use of a single-use patient administration set (bracco product) in a (B)(6) year-old female patient undergoing cardiac rest and stress nuclear medicine study. The single-use patient administration set connects the cardiogen-82 generator tubing set, which infuses rubidium-82, to the patient's intravenous line (non-bracco product) which provides access to the patient's vascular system. The single use patient administration set contains an inline sterilizing filter providing protection to the patient from exposure to pathogens. The patient administration set must be changed each time a new patient is imaged. In the reported occurrence, the patient administration set that was used on a previous patient was not removed. For imaging the next patient, a new patient administration set was attached to the used set from the previous patient. The cardiogen-82 user guide clearly states that the patient administration set is single-use only and that re-use carries risk of cross contamination. Additionally, the patient administration set label also clearly states that the product is for single-use only. All tests done on the patient (dates not provided) for bloodborne pathogens and the administration set testing for blood have been negative. Although no harm was reported for the patient as it occurred, bracco feels the report should be processed as a reportable case to the FDA due to possible compromise of sterility.

Event description:
On 11-feb-2016, a supervisor in an imaging department at a hospital reported. On (B)(6) 2016, a (B)(6) year-old female patient underwent a cardiac rest and stress rb-82 nuclear medicine imaging study. The patient's medical history included hypertensive heart disease and unstable angina. Lexiscan (regadenoson) was intravenously administered as the stress agent for the stress portion of the study. The patient's concomitant medications and additional medical history were not known to the reporter. The previously imaged patient, a (B)(6) year-old male, was administered rb-82 for a cardiac rest and stress test for cad (coronary artery disease). For this prior patient, a cadiogen-82 patient administration set (bracco product) was used. The imaging study was completed without compromise of image quality. The cadiogen-82 patient administration set used for the male patient's study was not disconnected from the cardiogen-82 infusion system tubing when the study was finished. When the imaging of the (B)(6) year-old female was performed, a new cardiogen-82 patient administration set was attached via a luer lock connector to the cardiogen-82 patient administration set which was used for the previous patient (the two administration sets were connected in tandem). The female patient received a rest and stress dose of rb-82 through the double lines. The rest and stress doses of rb-82 radionuclide administered were 41.9 millicurie (1550.3 megabecquerel) for the rest dose and 41.3 millicurie (1528.1 megabecquerel) for the stress dose respectively. The image quality of both the rest and stress phases was adequate. The lot number for both of the cardiogen-82 patient administrations sets was 61429474. The cardiac rest and stress tests for both patients were completed without any adverse signs or symptoms. The hospital staff contacted the personal physicians of both patients and arrangements were made for blood testing for infection panel to be performed for both patients. The 1st patient (male) returned to the hospital for testing and the infection panel results were negative. The 2nd patient (female) went to her primary physician to have the testing done, but results were not yet available. These results of her testing will be provided to the risk management department at the hospital by the patient's physician when available. The patient administration sets used for both patients were sent to the hospital laboratory and tested for the presence of a bloodborne pathogens and the presence of any blood. No evidence of blood or bloodborne pathogens was found in the patient administration sets. Neither of the 2 patients experienced any signs of infection such as fever, chills or inflammation. 29-apr-2016: the reporting supervisor, who is a technologist, provided follow up information. The second patient (female) went to her primary physician to have testing done and results were provided. An infection panel was performed, which included hiv, hepatitis and other bloodborne pathogens. The results all came back (B)(6). No other information was available for this report. This case is medically closed. Corresponding worldwide case ID: (B)(4).